Event description:
Healthcare professional reported "with pain, local swelling, infection, grade IV capsular contracture, and a change in the shape of the breast that makes mobility difficult." "Breast cysts." "Benign calcifications" ¿elastomeric folds and thickening together with diffuse capsular enhancement of both fibrous capsules¿, ¿pain¿, ¿local swelling/edema¿, ¿infection¿, ¿grade IV capsular contracture¿, ¿change in the shape of the breast that makes mobility difficult", ¿cysts¿- not device related ¿benign calcifications¿- not device related and ¿small isodense nodule with partially obscured parenchymal margins, in a retroareolar situation, measuring around 0.7 cm and probably benign in appearance¿ this is for the right side device. The device remains implanted.

Manufacturer narrative:
Continued e.1. Zip code: (B)(6). Continued e1 phone number: (B)(6). Continued e1 mobile number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, infection (late onset).